Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was within pressure specifications. There was no known cause of the reported issue. The device was returned to the customer with no repair performed.

Event description:
It was reported that a high-pressure alarm occurred. The event occurred during patient use at the patient¿s home. There was no patient harm or adverse event reported.